Manufacturer narrative:
H3:product analysis #(B)(4):part # 6550202;lot # k24f3105 visual inspection revealed hardened cement in the tip. Optical did not reveal a defect in the fns tip. The tip cement is a one time use only part once the cement is mixed and pushed through the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider manufacturing representative regarding a patient undergonel1 balloon kyphoplasty th11 ,12 to percutaneous pedicle screw th11,l2 for osteoporotic compression fracture. The left th11 cement delivery guide tip could not be extracted after cement hardening; only the tip on the ventral side of the cement was used to break it, and then it was extracted using a needle-nose pliers. There was a delay of less than 60 minutes. No patient symptoms were reported/anticipated. No further complications were reported/anticipated. Additional information was received that the cement leaked from fns tip. The details are unknown, but the cement leaked and could not be removed from the screw head. And there was no screw defect.